Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the surgeon and the user facility. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in the package insert. This reported will be amended when the investigation is complete.

Event description:
Allegedly head came off stem in post-op period. Revision performed to replace radial head prosthesis.